Manufacturer narrative:
Pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer. Pump received without original battery cap. Unable to verify damaged/missing battery cap. Pump also received with cracked battery tube threads and cracked case behind the pump near the battery compartment.

Event description:
Customer reported via phone call that the reservoir lip ring was no longer attached. Customer's blood glucose level was unknown at the time of the incident. Customer stated that the reservoir was to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.